Manufacturer narrative:
No damages or defects with the fluid path observed. No fluid was observed within the device. The exposed portion of the soft canula was observed to be kinked. Kink did not prevent fluid from traveling the complete fluid path. The exact time and cause of this damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose 17mmol/l (306 mg/dl) while wearing the pod between 5 and 24 hours. An investigation of the pod found the cannula was bent but was unrelated to the event. The device was originally reported for insulin observed inside the device.